Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went to the emergency room on (B)(6) 2017 for high blood glucose of 568 mg/dl. The customer reported his blood glucose could not be controlled with manual injections. It was also reported the customer received several no delivery alarms when attempting to deliver insulin. The customer has changed the reservoir, set and insulin, but the issue persisted. The customer was treated with saline and a manual injection once admitted to the emergency room. It was also reported the customer received low battery alarms which led to the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted during testing. Unit passed the delivery accuracy test. Unit was received with normal operating currents and no unexpected off no power alarm, low battery alarm, tone/beeps or blank display noted. Pump was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.